Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device intermittently powers on and off. There was no reported patient involvement.

Manufacturer narrative:
The philips repair bench ordered a replacement battery pca, however, there is a (B)(4) hold. Once the part is received, the repair will be done and the device will be returned to the customer.

Event description:
It was reported to philips that device intermittently powers on and off. There was no patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified based on visual inspection in the lab. The problem was localized to j1 pin 2 which was found to be permanently compressed and bent. .